Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro and the patient experienced pericardial effusion that required extended hospitalization. A pericardial effusion was noticed after the patient was feeling extreme fatigue. The patient was monitored and no pericardiocentesis was done. Patient improved, however required extended hospitalization to be monitored in the hospital. The patient had pneumonia and was on chronic steroid medications. The physician believes that the pneumonia and the steroid medications could have been attributed to weaker issue or inflammation in the patient. The physician believed the adverse event was caused by procedure and patient condition. There was no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).